Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, foreign material was observed inside the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd received five photos and one sample for investigation. Evaluation of the returned sample and photos indicated teal-colored foreign material in the syringe. Additionally, ten retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.